Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. All operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement tests. The insulin pump has cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, minor scratched lcd window, stained end cap sticker and back address serial number label and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 467 mg/dl at the time of admission. The customer also reported the cause of the hospitalization was from diabetic ketoacidosis. Customer stated they felt sick with a fast heart rate and was vomiting from their blood glucose. It was also found the customer was dehydrated and was treated with an IV. The customer also reported a button error alarm occurring during an infusion set change. Customer's blood glucose was 199 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.